Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was fractured on tooth site #14 and had to be removed.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 4109, 4110, 4111, 4114. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4315. One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned for investigation. Visual evaluation of the as returned product identified that a different product was returned - it was a regular tsv implant but not tsvtwb10 (missing the microgrooves in the collar). Based on the evaluation, the device malfunction (fracture) could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (tsvtwb10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing to recreate the reported event could not be performed due to reported device not being returned for analysis. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period 9 years, 6 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.